Event description:
It was reported that when using the pyxis medstation es system, it encountered a door malfunction. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door 3 continued to malfunction. A field service engineer effectively secured the harness connectors onto the door latch to resolve the issue. The system had functioned as intended after the field service engineer had troubleshooted the device.